Event description:
A (B)(6) male patient contacted zoll customer support reporting add gel messages and exposed wires on his electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages and exposed wires) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the distribution node (dn) to rear therapy (te) pad cable was pulled from the strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable. The patient was issued a replacement electrode belt.